Event description:
It was reported that approximately 4 months post placement of an rx 10mm x 80mm wallstent permalume stent in the common bile duct (cbd) due to pancreatic cancer, the patient underwent follow-up CT imaging which revealed that the stent had migrated distally to the duodenum. The physician thought that the migration may have been due to a cancerous mass that had occluded the duct and may have pushed the stent out of the duct. The patient underwent a stent removal procedure at which time the stent was removed completely by unspecified means. Another rx 10mm x 80m wallstent permalume stent was implanted to complete the procedure. The patient's status is reported as "fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.